Event description:
The lead was implanted on (B)(6) 2023. The patient was followed up on 21. Dec 2023 when the lead was found dislodged. The doctor decided to operate immediately. The setscrew could not be extended during the surgery, then the doctor replaced the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.